Event description:
It was reported that the customer called to open a repair on the device reporting that the device automatically went into standby when in use. The customer alleged that this occurred during a case, but that there was no harm to the pt or any significant delay.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.